Event description:
This is precautionary notice. Interference of telemetry equipment caused lapses in pt monitoring. Pt was attended by rn who left room for about 1 minute. Pt stopped breathing and a code was called. The telemetry equipment failed & alarm did not go off. It is not hosp's belief that the equipment failure contributed to this pt's death because pt was attended within 60 seconds however it is impossible to say for certain so the hosp is reporting. The equipment failed because of interference coming across the antennas.